Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous unspecified lesion. The 4.0x18mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. Resistance was met during removal of the sds with anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.